Event description:
It was reported that the external pulse generator was returned for repair. Per follow up, no additional information is available. The unit was found in the biomedical department of the hospital and no patient involvement was indicated. The device was analyzed and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the lower case was broken and the main printed circuit board (pcb) was out of specification.

Manufacturer narrative:
Evaluation summary: (B)(4): analysis found that the lower case was broken and the main printed circuit board (pcb) was out of specification. Further analysis was performed on the pcb. This pcb was believed to have been experiencing multiple failure modes, primarily due to a failed integrated circuit component. Typical fault isolation procedures were followed with atypical result. Consistency between test results was not achieved, although failure similarity was noted. The necessity to replace a high number of components during fault isolation was believed to have degraded pcb function. Analysis was halted after a test equipment failure, which caused catastrophic pcba damage. It was not possible to complete fault isolation and verify the component failure.